Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, occurred during bowel resection, the device did not fire at all and seemed to be jammed. New reload inserted and same issue. Then a new gun was used in order to complete the case. No injury to the patient.

Manufacturer narrative:
Additional information . If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received . No injury to the patient. The patient is fine and has been discharged.